Event description:
A voluntary medwatch report states that the pacemaker was explanted due to infection. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5163305.